Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. It was noted that the patient was unable to get the ipg to hold a charge after the fall. The patient underwent an ipg replacement procedure. The physician did suspect device malfunction. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Correction to initial MDR: sc-1132, s/n (B)(4): device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient had a non-device related fall and was not able to charge following the fall. The physician suspected ipg malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.